Event description:
This is filed to report gripper actuation and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted cardiomyopathy and a ruptured chordae from anterior leaflet. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, after a few different grasping attempts, the mean pressure gradient increased from 8 to 14. Reportedly, it was difficult to grasp and capture the leaflets. Attempts were made to continually reposition the clip due to the increase in gradient. During this time, the controlled gripper actuation was used when it was observed that the anterior gripper was no longer able to be raised. Stiffness was felt when moving the gripper lever to actuate the grippers. A decision was made to remove the cds with the clip attached. The mean pressure gradient returned to baseline. Upon examining the clip on the back table, the gripper line was confirmed detached from the gripper and retracted into the cds. The procedure was aborted. No clips were implanted, and mr s 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and the reported failure capture and grasp the leaflets was due to procedural circumstance. The reported difficult gripper actuation that resulted in gripper line break was due to multiple gripper actuation attempts and is due to procedural circumstance/operational context. A conclusive cause for the reported gripper lever difficultly could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.